Event description:
A surgeon reports, one patient with a decentered ablation in both eyes 3 weeks following refractive surgery. This event was reported as an injury, but no specifics were provided. Additional information has been requested. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2008-00047.

Manufacturer narrative:
Investigation including root cause analysis is in progress. This report mailed in to FDA on: 03/05/2008.